Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a normal follow-up in clinic, loss of atrial capture was observed at max output. However, sensing was appropriate as the patient does not require atrial pacing. The device was reprogrammed. The patient is stable and will continue to be monitored.